Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer's current blood glucose level was 253 mg/dl. Customer declined troubleshooting for high blood glucose. The customer report that the insulin pump was not connecting with sensor. Customer disconnected an reconnected transmitter and system was communicating. It was unknown that auto mode feature was active or not at the time of event. No further patient complications were reported. The device will not be returned for analysis.